Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issues.